Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference 3003853072-2016-00051.

Event description:
It is reported while placing the closure top (blocker) in monoaxial screw part of the screw's head was broken. The broken screw was extracted, and another one exactly the same screw was placed. In addition, during the same surgery the final screwdriver shaft was also broken.

Manufacturer narrative:
The device was not returned so the complaint could not be confirmed. The manufacturing records were reviewed; there were no issues found that would have caused or contributed to this event. The labeling was reviewed and found to include instructions on proper usage of the device.

Manufacturer narrative:
Corrected information in model/lot #: serial number and lot number. The returned screw was evaluated. It was fractured in a manner consistent with a ductile failure. The complaint is confirmed.